Event description:
The device has been explanted and replaced. A non-specific hole was observed.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in valve bond edge side assessed as unidentified (tear) opening and observed opening in radius side assessed as surgical damage. Additional observations: white particles observed outer the device. Brown particles in the fill channel. Observed wear abrasion on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.